Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2258 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that a nurse placed a PICC in patient with cerebral hemorrhage in neurosurgery department on (B)(6) 2020. Resistance was encountered when advancing introducer sheath. A crack was found with the grey part of the sheath after it was removed. Opened the package of another kit of catheter and used the introducer sheath inside.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged introducer sheath tip was confirmed but the exact cause remains unknown. One 4.5 fr microintroducer was returned for evaluation. The dilator was present within the grey sheath. The orange peel tabs had not been split. A slight bend near the proximal end of the grey sheath was visible. Microscopic observation of the distal tip of the sheath revealed a longitudinal split. The split measured to be 0.5 cm. Strands of material fibers were observed to be attached across the split length. Blood residue was present on the dilator and sheath. No additional buckling or bunching of the sheath tip was visible. The outer diameter of the dilator was measured near the sheath tip and was found to be within manufacturing specification. Microscopic observation of the proximal end of the sheath extending from the plastic tabs revealed deformation. Two sections of longitudinal sheath deformation were present at opposite ends. A circumferential crease was aligned with the longitudinal deformation was likely caused by bending of the shaft. Based on the condition of the returned sample, possible contributing factors include insertion technique, advancement against resistance, and damage during handling. The product instructions for use (IFU) contains information which may prevent damage during insertion. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿a crack on the grey part of the introducer sheath was found¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: a closer view of the grey sheath revealed a longitudinal sheath deformation near the orange tabs. The sheath tip was found to be well-formed; however, a longitudinal split was visible. What seemed to be usage residues were observed and strands of material fibers as well. Damage during the manufacturing process may be a potential root cause/contributor to the observed sheath damage near to the orange tabs but also a manipulation of the sample could be a potential factor as well. The tip split showed in the picture cannot be concluded as manufacturing process related either. No findings from the DHR review indicated a manufacturing/processing related event. Possible contribution factors: risks of damage during storage, clinical procedure, handling or use etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown.

Event description:
It was reported that a nurse placed a PICC in patient with cerebral hemorrhage in neurosurgery department on (B)(6) 2020. Resistance was encountered when advancing introducer sheath. A crack was found with the grey part of the sheath after it was removed. Opened the package of another kit of catheter and used the introducer sheath inside.